Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had buttons that were difficult to press, especially the esc button. The customer also stated that the display screen was badly scratched and that the battery cap compartment was also very damaged. The blood glucose reading was 20 mg/dl. The customer also reported that the battery lasted between 1 to 2 weeks. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-92551.